Event description:
Reporter alleged obtaining the results of 221 mg/dl, 68 mg/dl, 133 mg/dl and 76 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he ate an extra snack because of the readings. Reporter also alleged obtaining, hours later, a result of 243 mg/dl and 109 mg/dl within 10 minutes on the same compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.